Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt's vendor reported the cannula of the infusion set is bent and leaks insulin. The pt experienced elevated blood glucose of up to 300 mg/dl as a result. The pt inserts the infusion set headset by using an insertion device. No further info is available. The pt did not require treatment from a health care professional or second party to address the issue. The infusion set was requested to be returned for eval.